Manufacturer narrative:
This device has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information noted that the device was replaced and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up greater than 10 years of battery remaining was noted. At the most recent follow up the longevity was 1.5 years remaining. Premature battery depletion was alleged. A request for more information was requested from boston scientific technical services (ts). No adverse patient effects were reported.

Event description:
A review of the information by engineering noted that the battery power had increase over the past year. There is enough capacity to lat until the scheduled procedure but it was noted that the device should be replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.